Event description:
Related manufacturer reference number: 2017865-2021-38107. It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited elevated capture threshold and low r-wave sensing amplitudes, while the right atrial (ra) lead exhibited high capture threshold. During the procedure, it was found that the rv lead helix failed to retract and the ra lead had a lack of slack and was not sutured down. The rv and ra leads were repositioned on (B)(6) 2021. The patient was in stable condition throughout the procedure.